Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarm with newly replaced insulin pump. Customer's blood glucose was 157 mg/dl, but had been 400 mg/dl and healthcare professional was going to have customer hospitalized as a result of high blood glucose. Troubleshooting was performed and customer continued to receive no delivery alarms. Customer reported to have changed site five times and no delivery alarm continued. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.